Event description:
At 8:00 am female pt entered or with epistaxis. Dr inserted device into nostril and injected air into side valve. The end section of the bulb popped. Pt became anxious. MFR states they no longer make this product and the lot number was manufactured in 6/91.